Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. Upon evaluation the electrode belt failed incoming functionality testing. The cause for the failure was isolated to open connections on the distribution node pca board. The green, black, red, and white wires were broken from their solder joint along the dn to rear therapy electrode cable. The root cause for the open connections could not be positively identified. No adverse event resulted from the defective electrode belt. The last patient to use this electrode belt did not report any deficiencies.

Event description:
A review of service data detected a reportable problem. During servicing, electrode belt sn (B)(4) failed incoming functionality testing. The last patient use this electrode belt did not report any deficiencies.